Event description:
It was reported that the procedure was to treat a de novo superficial femoral artery. For pre-dilatation, a 5x40mm armada 35 balloon was advanced to the lesion without issue and when inflated once and it ruptured at 7 atmospheres. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.